Event description:
It was reported that the patient said she has a uti. Advised to stop use until cleared by a doctor. It's unclear if lot number was requested. Used with female wicks. It was unknown what medical intervention provided for urinary tract infection. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said she has a uti. Advised to stop use until cleared by a doctor. It's unclear if lot number was requested. Used with female wicks. It was unknown what medical intervention provided for urinary tract infection. No additional information provided.